Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her last 4 infusion sets have had the tubing break on them, specifically, tubing comes disconnected from the clip (where infusion set clips to second portion of the tubing). She clarified that it looked like a clean break right where the clip and tubing met. Reportedly, her blood glucose level at the time of the incident was 400 mg/dl. No further information available.